Event description:
At the end of the radio ablation procedure, the radiologist noted a posterior shoulder burn near entrance of the radio frequency needle. Metal hemostat was used by radiologist (per recommendation of the boston scientific sales representative that was present for the procedure) to stabilize the needle in the patient's lung to prevent tip of needle from moving when ablating tumors. Visual examination of the radio frequency needle and introducer set with hemostat still attached was done following the procedure. A break in the insulation sheath of the introducer was noted.